Event description:
It was reported that there was no liquid in the vial and the lens had traces of a crystalline white substance on the surface. Reportedly, the lens appeared hard and the haptics were rigid. This occurred during preparation for use.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.